Event description:
"Missing screw" - is stated on the repair order. On follow up, it was reported that the foot fell off at the beginning of the procedure to turn a flap. It fell outside the sterile field. There was no patient or user injury and no delay in surgery. A back up equipment was used to complete procedure.